Event description:
While working as a dental assistant, plaintiff states, that she experienced the following symptoms when wearing latex gloves or being near latex glove powders: asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotional distress.